Event description:
Hamilton medical ag received the following incident description: "the ventilator device displayed "ambient ventilation cancelled" with high priority alarm on user mode. This fault is intermittent." No patient involvement.

Manufacturer narrative:
Investigation outcome: on 2025-02-05, the device entered safety mode followed by ambient mode due to a watchdog alarm. Multiple similar errors were recorded earlier that day at 11:46 and 11:50, showing watchdog and ambient faults again. These are severe errors that stop normal ventilation and switch the ventilator into the ambient mode. Based on the ¿watchdog alarm¿, ¿ambient mode¿, the most probable root cause is a defective (electronic system module) on february 5, 2025, the ventilator entered safety mode followed by ambient mode. This was caused by a watchdog alarm, which indicates that part of the system stopped responding correctly. These are critical errors that immediately stop ventilation. Similar errors had already occurred earlier the same day at 11:46 and 11:50, showing a repeated pattern. This kind of behavior strongly suggests a failure in the electronic system module (esm), which controls core processing and communication functions. A failing esm can cause watchdog alarms and prevent stable operation. The esm board was not returned. Because of this, no further analysis or confirmation testing could be done. Most probable root cause: defective embedded system module (esm). However, this could not be confirmed due to lack of information and the physical part for investigation. Hamilton medical considers this case as closed.

Event description:
Hamilton medical ag received the following incident description: the ventilator device displayed "ambient ventilation cancelled" with high priority alarm on user mode. This fault is intermittent. There is no patient involvement reported.

Manufacturer narrative:
Hamilton medical ag number: (B)(4). Initial report.